Event description:
Patient reported going to the ER three times due to a IV port that was infection and was admitted to the hospital to remove the infected port. No further information provided. Patient does not consent to be contacted.